Manufacturer narrative:
A33 alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion, prime and a33 and excessive no delivery test due to a33 alarm. Pump received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin is squirting out during the manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 107 mg/dl at the time of incident. Troubleshooting was done for alarm but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.